Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was increased capture threshold and a loss of sensing noted on the right atrial (ra) lead. Diagnostic imaging was performed, and lead dislodgement was noted. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix was partially extended and clogged with blood and tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract normally. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. The reported events of increased capture threshold, loss of sensing, and lead dislodgement were not confirmed.